Manufacturer narrative:
One package with 17 unused and 22 already activated lancing devices were received for investigation. The failure could be reproduced and confirmed with 22 of the returned lancing devices. It is possible for a lancing device to be self-activated before it is used. It also may be possible for a self-activation to occur during removal of the sterile cap.

Manufacturer narrative:
The product was not returned for investigation, so no further investigation was possible. Complaint trending did not identify any nonconformances related to the customer's allegation.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that more than 20 coaguchek safe-t-pro lancets did not have protective lancet caps and the plungers were all depressed. The customer has been throwing these away. No adverse events were alleged to have occurred. There have been no accidental fingersticks. The customer's product was requested for investigation and replacement product was sent to the customer.